Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID neu_unknown_cath, serial # unknown, implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Information was received from a consumer, regarding a male patient receiving baclofen (dose/concentration unknown) intrathecal via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. A new pump was placed in 2006. The patient was at the highest dose of baclofen and it was "knocking him unconscious" for 2 to 3 days; the patient was in the intensive care unit (ICU) for that. When the friend/family member realized it was the pump, the healthcare provider (hcp) lowered the pump 25% every 2 weeks. At the last decrease in 2009, the hcp said that the pump would shut off after the last medication ran it's course. Then the patient became hysterical, laughing, screaming, not sleeping, etc. The patient was taken to a psychologist. It was noted that the pump was moving in the patient and the pump had not been removed. If additional information is provided, a follow-up will be submitted.